Event description:
The hosp reported that during preparation for a coronary artery bypass graft surgery, two heartstring seals cracked while loading the seals into the delivery tube. A third seal did not unravel during removal process causing the anastomosis to tear. The surgeon used couple or repair stitches to correct the torn suture. No other pt complications were reported. This report is for the first seal that did not unravel during removal.